Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a circulation pump failure. Per wo notes flow rate (fr) was 1.8, inlet pressure (ip) was -7.0, circulation pump command (cpc) was 71 percentage. It was determined that the circulation pump was failed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. Correction: d,f,h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device had no flow. Per wo notes flow rate (fr) was 1.8, inlet pressure (ip) was -7.0, circulation pump command (cpc) was 71 percentage. It was determined that the circulation pump was failed.

Event description:
It was reported that the biomed stated that the arctic sun device had no flow. Per wo notes flow rate (fr) was 1.8, inlet pressure (ip) was -7.0, circulation pump command (cpc) was 71 percentage. It was determined that the circulation pump was failed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.